Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ packaging problem: observed, delamination on the external thermoformed lid. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b2; h6.

Event description:
Healthcare professional reported "not use due to the tape again". Device was not implanted. There is no patient contact to the device.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaints are: ¿ packaging problem: observed delamination in the inner and outer lid. No additional observations performed on the device. No further actions are required

Event description:
Healthcare professional reported "not use due to the tape again". Device was not implanted. There is no patient contact to the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material.

Event description:
Healthcare professional reported "not use due to the tape again". Device was not implanted. There is no patient contact to the device.